Event description:
New information received notes that the high voltage therapy was disabled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received an alert for high, out of range, high voltage impedance. Lead replacement was scheduled. No further information is available at this time.